Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported an incompatible os issue with the abbott diabetes care (adc) device in use with an iphone 16 pro max with ios operating system version 26. Due to this, the customer was unable to receive glucose alarms to prevent severe high and low blood sugar. There was no report of third-party intervention or treatment for this issue. Adc customer service contacted the customer successfully and all information has been included in this report. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. (This is 1 of 2 MDR submissions.) All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported missing alarms due to incompatibility issue. The reported issue was investigated. Attempt to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of app version, restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported an incompatible os issue with the abbott diabetes care (adc) device in use with an iphone 16 pro max with ios operating system version 26. Due to this, the customer was unable to receive glucose alarms to prevent severe high and low blood sugar. There was no report of third-party intervention or treatment for this issue. Adc customer service contacted the customer successfully and all information has been included in this report. Based on the information provided, there was no report of serious injury associated with this event.